Manufacturer narrative:
As reported, post implant of the ventralight st w/ echo, the patient experienced a postoperative infection at the incision site. As reported the patient was compromised with multiple bowel issues and the surgeon states the infection may not have been related to the procedure or the device. As reported the event occurred several years ago and the reporter was unable to provide any additional details. Based on the limited information obtained, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Postoperative infection is a known inherent risk of surgery. The warnings section of the instruction for use (IFU) supplied with this devices states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Additionally, the adverse reactions section of the IFU lists infection as a possible complication. Note, the date of event is estimated as (B)(6) 2018 based on information provided. Should additional information be provided, a supplemental MDR will be submitted. Remains implanted.

Event description:
As reported, the patient was implanted with a bard/davol ventralight st w/ echo ps mesh. It is alleged that the patient developed postoperative infection at the small incision site created to remove the echo ps balloon after placement. It was also reported that the postoperative infection, may not have been related to the procedure or mesh as the patient was already compromised with multiple bowel issues. The patient was treated with antibiotics.